Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "no fusing, no charging." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device is available for evaluation. However, it is unknown at this time if the device will be returned. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "no fusing, no charging" was confirmed and reproduced by a baxter service technician during product evaluation. The condition was caused by a blown fuse and defective power supply. The fuses and power supply were replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.